Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Cvs is calling on behalf of the customer. The customer is concerned with tests results obtained of 236, 234, 243 and 182mg/dl. The expected fasting blood glucose test result range is 85-105mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is unknown and open vial date is unknown. The meter memory was reviewed for previous test result history. (B)(6).